Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose.